Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix partly extended, tissue visible inside and the distal conductor distorted in the connector at 1.5cm. No further helix testing possible.

Event description:
It was reported that during a lead implant attempt there were repeated positioning attempts made without achieving acceptable sensing and capture thresholds due to patient anatomy. It eventually became difficult to get the helix out f the lead body. A new lead was implanted with success. No patient complications have been reported as a result of this event.